Manufacturer narrative:
The insulin pump was received with intermittent button response during our testing due to flattened dome switch on the down arrow button and escape button also, the lcd connector was inspected and no anomaly was noted. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized after a motorcycle accident. Customer's blood glucose at the time of the incident was 255 mg/dl and indicated that there was also high blood glucose but the level was unknown. No further details given.